Event description:
It was reported that during an unknown procedure, the connection between the joint and the jaw fell off. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Damaged anvil former. The analysis results found that the device arrived in good visual condition. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not been fired. After further analysis, the anvil lockout springs were noted to have scratches. This is consistent with clamping across the locking springs to reattach the removable head. It should be noted that clamping across or gripping on the locking springs when attempting to reattach the detachable head assembly might prevent it from clicking into place or attaching correctly. Please reference the instructions for use for additional information. The device was tested for functionality using the original washer. The device fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device closed without any difficulties noted. The anvil was attached without any difficulties and did not detach during functional testing. A batch record review was performed and no anomalies related to the event description were found during the manufacturing process.